Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported their ins was replaced with a new ins about 3 weeks ago. No additional information was provided. No symptoms were reported.

Manufacturer narrative:
B3 event date is approximate. Month and year are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.